Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. This device remains in service and replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. This device remained in service and replacement was recommended. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. This device remained in service and replacement was recommended. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.